Event description:
Above blue port access there was a leak. Noticed during dialysis. Pt returned to or for removal of opti flow cath that was replaced with tesio cath. Bard does not provide a repair kit for these catheters.